Manufacturer narrative:
Device manufacturer date is unknown.

Event description:
It was reported that during testing, the pumps alarms lec1720. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced back-up-capacitor. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.